Event description:
It was reported that a spectrum pump experienced upstream occlusion alarms. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom upstream occlusion alarms. The issue was caused by low readings on the ultrasonic sensor, resulting in false upstream occlusion alarms. The failed ultrasonic sensor was replaced.